Event description:
It was reported that three (3) sterile repeater pump tube sets leaked. The location of the leak was described as "the back end on the IV bag side where the tubing enters into the repeater pump." This issue was identified during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.